Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the werewolf flow 90 coblation wand would not disengage and continued to coagulate/ablate, while no buttons were being pushed. They attempted to hook up the foot pedal and encountered the same results. The procedure was completed using a s+n back up device. There was no surgical delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. No visual issues. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found plugging in the wand causes a wand end of life error. Using a bypass box, the wand had no issues producing plasma or activating coag. None of the buttons were stuck on in testing. Wand data shows wand experienced a multiple button press warning. Button covers were removed and found heavy saline ingress on the button boards. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (pressing both ablate and coag switches together, or saline/humidity entered the interior of the handle shorting the connection of the buttons). Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.